Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - upon reception, the returned smarttouch tablet was tested, and the reported behavior was reproduced, as a test implant could not be interrogated with the returned accessories. - however, the tablet was tested with a reference cpr3h and dongle, and normal functioning was observed. In addition, the returned dongle was twisted and the returned cpr3h was cracked, although it still functioned correctly. - therefore, the observed interrogation issues resulted from the damaged dongle, most probably due to an excessive mechanical stress applied on the cable.

Event description:
Reportedly, the smarttouch tablet could not interrogate an implant, despite replacement of the associated dongle and cpr3h. The interrogation was successful with another tablet. Later, a new interrogation attempt was performed with the subject tablet and the same cpr3h, but this time with a new dongle, and it worked correctly.